Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 700 mg/dl. Customer stated they treated for their blood glucose and lowered their blood glucose to 123 mg/dl. The customer was unable to confirm how long they were off the insulin pump before having high blood glucose. The customer declined to return the product for analysis.